Manufacturer narrative:
H11: additional manufacturer narrative: corrected sections : b5, h6 ( component code , clinical code, device code, investigation findings and investigation conclusions).

Event description:
It was learned through implant patient registry and medical records that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 5 years, 10 months due to endocarditis. The explanted valve was replaced with a 23mm 11500a inspiris resilia aortic valve. Per medical records, patient presented in heart failure with aortic and mitral valve endocarditis. Intraoperatively, vegetation was noted on aortic valve leaflet. Aortic valve was removed and the entire annulus debrided. There was no obvious abscess noted. Another 23mm 11500a valve was implanted and patient was separated from cpb without difficulty. Patient also underwent mvr. Post-operative echo demonstrated well-seated aortic valve with no pvl and no regurgitation. This is a 75 year old male patient.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23 mm 11500a aortic valve was explanted after an implant duration of 5 years, 10 months due to unknown reasons. The explanted valve was replaced with a 23 mm 11500a inspiris resilia aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.